Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement to the superior vena cava which was confirmed via x ray and fluoroscopy. This rv lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The field report identifies an issue addressed in the instructions for use (IFU) and, as such, is deemed a known inherent risk associated with the lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement to the superior vena cava which was confirmed via x ray and fluoroscopy. This rv lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.